Manufacturer narrative:
Submiss.

Event description:
The customer reported a "speaker malfunction" error message which typically means that there is no audio from the mx40. No adverse event involving patient or user was reported.